Event description:
Report received of bleed back to the proximal end of the y-site and patient blood loss. It was reported that the patient had a triple lumen catheter inserted at approximately 12:00 am in 2003. The patient then had an x-ray to verify catheter placement. The nurse initiated an infusion via the triple lumen catheter around 2:00am. The pump was programmed in the concurrent mode to deliver cyclosporine at 10ml/hr and d5.45ns with 20meq of kcl at 150ml/hr. The nurse reported that around 2:30am while making routine rounds, blood was noted on the bed linens and on the floor. The linen had formed a crease and the blood had collected in the crease and then flowed onto the floor. The amount of blood on the floor was described as "a couple of drops". The customer contact was unable to quantify the amount of blood loss on the bed linen. The blood was reported to have leaked proximal to the y-site, at the tubing to y-site bond. The y-site had not been accessed. The tubing was changed and the solutions were resumed. The patient had routine blood work drawn later that morning and all of the blood work was reported to be within normal range. The patient did not experience any adverse sequelae. Though requested, there was no further information available.